Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during use in an arthroscopy, the t handle of the mgnum punch broke as pulling it out of humeral head. A delay less or equal than 30 minutes were reported and the procedure was finished with the same device. No patient injury or other complications were reported.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.